Event description:
Upon initiation of cardiopulmonary bypass for an open heart surgical procedure, air was detected in the patient circuit, and bypass was stopped until the air could be cleared from the circuit. Once bypass was reinitiated, the procedure continued uneventfully.

Event description:
Upon initiation of cardiopulmonary bypass for an open heart surgical procedure, air was detected in the patient circuit, and bypass was stopped until the air could be cleared from the circuit. Once bypass was reinitiated, the procedure continued uneventfully.